Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use on a patient, the catheter "ruptured during a case" distal to the connection hub. As a result, the catheter was removed and a 2nd catheter was inserted, however the same issue occurred. A 3rd catheter was then inserted and again the same issue occurred. All 3 catheters were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated mdrs #3010532612-2023-00450 and #3010532612-2023-00451.

Event description:
It was reported that during use on a patient, the catheter "ruptured during a case" distal to the connection hub. As a result, the catheter was removed and a 2nd catheter was inserted, however the same issue occurred. A 3rd catheter was then inserted and again the same issue occurred. All 3 catheters were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated mdrs #3010532612-2023-00450 and #3010532612-2023-00451.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of catheter body ruptured in use was not able to be confirmed as the product was not returned for investigation. The customer returned an original packaging pouch for a 5fr. 80cm berman catheter was returned without the actual device along with the sample in a cardboard box (inp-1 through inp-4). A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for complaints of this nature. Additional information received on 30 aug 2023 states that "all three catheter ruptured during injection, at the same area, on the catheter, just below the hub. The injections were all the same settings. Other remarks: n/a. Corrected data: n/a.